Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited auto inflation issues. The suspected cause was the reservoir; however, a revision surgery was performed, upon examination it was found that the pump was responsible for the device not performing as expected. Only the pump component was explanted, and a new procedure was scheduled to place a new pump at a later date. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned components were thoroughly analyzed. The tubing was visually and microscopically inspected; it was worn to the filament. The pump passed leak testing, but did not pass the activation portion of the functional testing. Analysis confirmed the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited auto inflation issues. Due to a pump issue. The pump was explanted, and a replacement procedure is planned. No patient complications were reported.